Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is no longer available to be returned.

Event description:
The customer reported that the blood glucose device gave a higher than expected reading during a hypoglycemic event. The customer received a blood glucose result of 370 mg/dl on his aviva system. The patient was experienced low blood glucose symptoms and fainted. An ambulance was called to the customer's home. The emt's received a blood glucose result of 66 mg/dl on their professional meter and treated the customer with glucose intravenously. The customer's blood glucose stabilized. The customer was not taken to the hospital.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.